Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling the cartridge. The customer's blood glucose level was not impacted. The customer was able to successfully fill the cartridge with insulin.